Manufacturer narrative:
Upon follow up, it was reported that the antibiotic treatment was discontinued. It was reported that the patient was discharged after being hospitalized and has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (1gm, intraperitoneally, frequency and duration were not reported) and meropenem (intravenously, dose unknown, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was still in the hospital and was recovering from the events. Pd therapy was ongoing. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.